Event description:
This system was explanted due to persistent pocket pain. No replacement system was implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 46.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. In between, an approx. 3 cm segment of the lead body was missing.the returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple signs of wear along the lead fragments. The insulation was still intact. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.